Event description:
The reporter indicated that a 13.2 vticm5 13.2 implantable collamer lens of -8.00/2.0/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od). On 16-nov-2023 the lens was implanted and removed intra-operatively due to the lens being implanted upside down. No patient injury reported. The problem was resolved.

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).